Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unk. The customer was unable to do troubleshooting due to it was past event. The customer was advised the possible causes of the alarm. Customer stated the alarm was resolved by an infusion set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.